Event description:
Multisystem organ failure. Pt was grafted with epicel cea in 2003. A total of 192 epicel cea grafts were applied. Pt expired due to multisystem organ failure in 2003. No further details were provided. No further information is anticipated. Manufacturer's comment: batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this pt. Sterility tests samples collected pre-release and final product release were negative for growth.